Event description:
Analysis of the returned device found that the shaft of the catheter(subject device) was broken during use. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the catheter shaft was seen to be broken 6cm from the hub. The catheter shaft was seen to be kinked 50cm from the distal tip. The functional inspection was not carried out due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During the analysis the catheter shaft was seen to be broken and kinked. The as reported ¿catheter shaft kinked/bent¿ as well as the as analyzed ¿catheter shaft broken/fractured during use¿ and ¿catheter shaft kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.